Manufacturer narrative:
The fsr stated that when 'alert only' was selected, the message disappeared, indicating an issue with the alarm port or alarm sensor. When a new sensor was used, the same message appeared, indicating a fault with the flow module. The level module was replaced. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level module was causing 'level not attached' messages on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
Updated blocks: d4 and d9 during laboratory analysis, the product surveillance technician (pst) connected the level detector module to lab use only (luo) testing equipment and verified that the light emitting diode (led) was green on the module. Luo level sensors were applied to a luo reservoir and the alert/alarm mode was set. Immediately an audible alert sounded and an alert message displayed on the central control monitor (ccm) and continued intermittently every 2-3 minutes. The module was determined to not be operating to specification. The module was opened and microscopic inspection was conducted with no anomalies observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.